Event description:
The pt developed an infection and the device was explanted. The healthcare provider was awaiting the results of the culture taken. The pt was under antibiotic therapy.

Manufacturer narrative:
.